Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was not sealing properly. The patient had some oozing. The patient is in fine condition. The procedure outcome was successful. An 8fr sheath was used during the case. Manual compression was applied. Additional information was received may 16, 2019: the physician reported that when tamping down to deploy, it did not feel the same as it normally would.